Event description:
It was reported by company representative: "staff had resident facing up and when they went to assist the resident in rolling they heard a load "popping" noise and the side rail fell allowing resident to fall to floor". (B)(4).